Event description:
Event description guidant received information that following a recent implant procedure, this patient was experiencing atrial fibrillation and premature ventricular contractions (pvcs). The right ventricular lead appeared to not be sensing the pvcs as the v-pace marker was observed falling right on pvc. The caller also suspected ventricular non-capture.